Manufacturer narrative:
Section h11: corrections made in the following section(s): (g4) date received by manufacturer in the initial report should have been 10/17/2018.

Manufacturer narrative:
Section h11: corrections made in the following section(s): (g4) date received by manufacturer in the initial report should have been 10/17/2018.

Manufacturer narrative:
The engineering evaluation noted in the revision reported was likely the result of prosthesis wear of the tibial insert and patella component over the 11 years of implantation, which led to joint instability. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00893.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2007. The surgeon opened the joint in standard fashion. The surgeon realized the patella was worn and the tibial component had a bit of wear as well. The surgeon decided to chance the poly insert and the patella. The surgeon upsized from an 11mm poly insert to a 15mm poly insert and changed the patella. After doing this, the patient¿s knee was more stable and the patella tracked better. The surgeon then closed the joint.